Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the issue occurred during a procedure.  The pump was programmed and started with pre-implantation bolus. No liquid was however visible at the connector port until the end of the bolus. The pump was never implanted an a replacement was used.  The patient had no symptoms. The issue was resolved as of (B)(6) 2025. The pump was to be returned.

Manufacturer narrative:
H3: as per the pump¿s log, the pump contained bupivacaine (concentration: 20.0 mg/ml, dose rate: 9.988 mg/day), morphine (concentration: 1,200.0 mcg/ml, dose rate: 599.3 mcg/day), and clonidine (concentration: 100.0 mcg/ml, dose rate: 49.94 mcg/day). The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump failed one of two dispense accuracy tests performed. Analysis identified that the bulkhead weld area did not provide a hermetic seal, which resulted in a leak. The bulkhead outlet plug weld leaked due to a crack that spanned across the final laser beam spot. Microstructural analysis revealed a martensitic. Structure in the fz at the fracture surface. Hardness measurements in this region exceeded the maximum weld hardness of 355 knoop. The microstructure near the fracture surface compromised the properties of the weld and likely contributed to the crack formation. The exact cause for the microstructural differences was not determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the pump would be returned for analysis. The patient's gender and year of birth was p rovided.